Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 24cm x 12mm ipp device with 100ml reservoir was implanted. It was further reported that the patient tried to inflate the device and nothing happened.